Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was playing, fell and hit the left side of his head. Since that time, there is no more hearing perception with the left side device. There was no swelling or edema.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Other damages found during device investigation are most likely related to the explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient was playing, fell and hit the left side of his head. Since then, there was no hearing perception with the left side device. There was no swelling or edema over the implant side. Recipient was re-implanted on (B)(6) 2019 with a device from another manufacturer.